Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer removed sensor due to a calibration error. It was reported that when sensor was removed, it was found that cannula was short and customer was not sure if a piece of the cannula was still in the skin. Customer's blood glucose was unknown.